Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was blank display. The blood glucose level was 235 mg/dl. Customer stated that the display was blank after insulin pump restart. The product will return for the analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on the electronic assembly.